Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was beeping. Interrogated monitoring voltage indicates the ICD is not at eri and no fault codes were noted.